Event description:
Description from the customer report: translation from (B)(6) into english; during priming, constantly outlet of liquid from blood outlet (cardioplegic port). Oxy was precautionally replaced. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope cracks at the blood outlet has been detected. Each oxygenator is tested on tightness during the production process (according to basic operational procedure (bop) - (B)(4). The test is carried out at 1 bar (approx 14 psi) for a time period of 75 min at a flow of 8 1/min. During this time the oxygenators are checked for any leakage. Maquet cardiopulmonary (B)(4) will continue to monitor incoming reports for any trends and to determine if further action is necessary.